Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump was counting from one to seven repeatedly. Customer reported receiving a low reservoir alert, and when he went to change the reservoir, the button error occurred. Customer attempted the priming process, but was unable to complete it. Customer also stated that he received an additional error alarm. Blood glucose level was 156 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.